Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not occlude during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was missing upon receipt, but the device was in good condition. Error codes were not found in the ehl (event history log). The customer reported problem was duplicated during the investigation as only the upstream sensor occluded during testing. Root cause of the reported event is unknown but associated with worn valves from normal usage over time. The valve assembly will need to be replaced. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required., corrected data: d4: correction: model number: 2120, h4: correction: device manufacture date: updated.